Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Blood glucose was 430 mg/dl. A new cartridge was loaded and the pump performed as intended. Insulin delivery was resumed.

Manufacturer narrative:
The failure investigation has been performed and the alleged issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned.